Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that the receiver and transmitter unpaired and did not reconnect for two days. No product or data was not available for evaluation. Confirmation of the reported event was undetermined. A probable cause could not be determined. No additional event or patient information is available.